Event description:
T was reported that when performing a pim leak test during user inspection, the pim leak test error occurred on the cardiosave intra-aortic balloon pump (iabp) unit. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eva), d4(version or model #, catalog # & unique identifier (UDI) #), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 it was reported that cardiosave intra-aortic balloon pump (iabp) pim leak test. A getinge field service engineer evaluated safety disk leak test error occurred we have confirmed the reproduction. When we performed a pim leak test in maintenance mode, it exceeded the specified value fail. When we replaced the safety disc and ran the test again, it was within the specified values and passed, and even after running the test again for one day, it was still within the specified values, so we replaced the repaired parts. Afterwards, we conducted an operation check and found that the equipment was in good condition without any recurrence.no patient involved.